Event description:
On (B)(6) 2025: information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that since they got the device, when they lay down "it's buzzing so much" they have to turn and when they turn on their side when they wake up they can hardly walk . Agent asked patient if they have other therapy group assignment available. Patient mentioned they don't, they can only see group a. Patient tapped the up arrow and felt the stimulation increased. Agent advised patient to try to decrease the stimulation and see if therapy would be much better, patient agreed. Patient mentioned that they will be seeing their managing hcp on (B)(6) and agent asked if they have contact with their manufacturer representative (rep), patient stated yes. Agent advised patient to reach out to their manufacturer representative (rep) to check on their therapy settings and to see if they could have other group assignment be available to choose from. Patient will reach out to their rep and try to decrease therapy. (B)(6) 2025: patient called back and repeated previously documented information. Patient mentioned they are still in pain and can't lay down with their handset. Patient stated they tried turning the stimulation down, but they still feel a shocking sensation that does not stop. Patient noted the trial worked perfectly and they would like to meet with a manufacturer representative (rep).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.